Event description:
It was reported that the unit goes into standby mode and stays there during cases. It was further reported that no error messages were noted.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.